Event description:
During an in-clinic follow-up, the device was unable to be interrogated. The device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott.